Event description:
The device was used during a low anterior resection procedure. Reportedly, the stapler was difficult to remove from tissue. The surgeon removed the instrument successfully with manual manipulation. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was attributed to the cam spring which disengaged.